Event description:
Based on the info provided initially, this event was determined to be reportable only after the MFR's investigation. It was originally reported that the string was broken. One device was received by the MFR for investigation in which the bladder loops were detached. The suture was missing from the device. The root cause for this event is unk. It is believed that excessive force by the customer may have contributed to the event.

Manufacturer narrative:
Reviewed DHR, no issues were detected during mfg. Received one device with open pouch; stent & positioner returned; all of the loops were detached. Suture missing from device. The root cause for this event is unk. It is believed that excessive force by the customer may have contributed to the event.